Event description:
Boston scientific received information that during a routine follow-up shortly after implant, abnormal impedance measurements and loss of capture were noted on this right ventricular lead due to dislodgement. A revision procedure was done and this lead was repositioned. No adverse patient effects were reported.

Manufacturer narrative:
This lead will be returned to boston scientific for analysis. This investigation will be updated should further information be provided, or upon completion of analysis.